Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 283 mg/dl, which the customer's mother advised would be treated for with a manual injection. The customer's mother stated that the customer was sitting on the couch eating and had bolused for 25 grams of carbohydrates, when she realized that the insulin pump vibrated just before she saw the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.